Manufacturer narrative:
(B)(4)

Event description:
Registered nurse contacted dexcom on (B)(6) 2016, on behalf of the trial patient, to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.